Event description:
The hcp reported that the patient had a "beefy red boil" was observed 6 cm above the pump site, near the pocket of the intrathecal pump. The patient had an infection. The pump and catheter were explanted. The patient recovered without sequela.